Event description:
It was reported that this electrode exhibited high system impedance measurements measuring 110 ohms. Since the device was at elective replacement indicator (eri) the device was explanted and replaced however, with the new subcutaneous implantable cardioverter defibrillator (s-ICD) device, the electrode still exhibited high shock lead impedance measurements measuring 114 ohms after inducing ventricular fibrillation (vf) and successfully converting. The physician was satisfied and did not take any further action. Technical services advised that the impedance was high and to consider x-rays. A clinical decision was made to leave the system as is due to the successful induced conversion. At this time, the electrode remains in service. No additional adverse patient effects were reported.